Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain via a manufacturer representative. It was reported that the patient had a fall a couple of weeks prior to the report. The actual date is unknown. The fall was very bad and afterwards the stimulation felt like it was "burning." An impedance check was performed showing that electrodes 8 and 12 were less than 50. The patient was programmed on all electrodes, so the manufacturer representative programmed around electrodes and the patient was not experiencing any undesirable symptoms. The issue was resolved at the time of the report. The patient's status at the time of the report was alive with no injury. There were no surgical interventions planned or performed at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.